Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported during shift report oncoming rn noticed that IV connection port was broken off of patients y tubing. Per off-going rn it had been that way at the start of her shift. Per charting the line was flushed at 0059 but no IV medications were given that shift. IV was removed and infection prevention was notified. No other information was provided.